Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end insulation was out of standard, the insulation at the insertion tube was out of standard, switch 1 was cut, the angulation was reduced, the up/down control knob had play, the right/left knob made a clicking noise when engaged, the distal end cover was cracked, the objective lens was chipped, the light guide lens had excessive black debris, the nozzle was clogged, the bending section rubber glue was cracked, air/water flow was weak due to a clogged nozzle, the light guide tube was scratched and buckled, and the scope connector plug unit was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had no air/water flow. The issue was found during preparation for use in an unknown procedure. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the events. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events. Olympus will continue to monitor field performance for this device.